Event description:
Pt reported obtaining back-to-back blood glucose results of 12 mg/dl, and 177 mg/dl, and 124 mg/dl, while using the suspect device. Pt indicated that, based on the value of 177 mg/dl, she skipped a meal. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.